Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an infection while wearing an adc freestyle libre sensor. It was further reported the customer initially self-treated with bepanthen, a soothing and protective skin preparation, but then self-presented to a healthcare provider on (B)(6) 2018. The hcp diagnosed him with a ¿highly inflammatory reaction¿ and prescribed refobacin ointment, (gentamicin sulfate, an antibiotic). No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported experiencing an infection while wearing an adc freestyle libre sensor. It was further reported the customer initially self-treated with bepanthen, a soothing and protective skin preparation, but then self-presented to a healthcare provider on (B)(6) 2018. The hcp diagnosed him with a ¿highly inflammatory reaction¿ and prescribed refobacin ointment, (gentamicin sulfate, an antibiotic). No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported sensor was returned and investigated. Visual inspection was performed on the sensor patch and no issues were observed. The applicator and sensor pack were not returned. Extended investigation has also been performed for the reported complaint. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and showed the libre sensor and sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the sensor applicator and sensor pack are returned, the case will be re-opened and a physical investigation will be performed. Serial number has been updated based on extended investigation.